Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic bullous resection, the first two reloads were installed, and they were fired normally, however when the third reload was loaded, and when the surgeon tried to fire the device it could not be fire. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.